Event description:
It was reported that an ilet pump sustained physical damage when dropped, resulting in a cracked display and a touchscreen that unlocked but was otherwise unresponsive, preventing access to the menu and normal operation. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and instructions to continue cgm monitoring with dexcom. Investigation included collection of event details, device use history, and verification that data were synced to the mobile app. Investigation of this case revealed damage to the display/touch interface consistent with user-induced mechanical impact, leading to loss of screen responsiveness and inability to navigate device functions. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.